Event description:
It was reported to boston scientific corporation that three months after performing an rf ablation procedure using a leveen coaccess electrode system device, an 8cm burn was noted during a CT scan.

Manufacturer narrative:
H4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.